Event description:
It was reported that during a "pcnl" procedure, the balloon burst. An ob occlusion balloon had been selected to treat an unspecified kidney lesion. The physician attempted to inflate the balloon to an unspecified pressure when the balloon burst. The catheter portion of the device was used for contrast injection and completion of the procedure. The device was removed intact. There were no pt complications reported with the pt's current condition listed as "fine". At the end of the procedure, the balloon was examined and appeared to have a "small hole".

Manufacturer narrative:
The complainant sample was not returned for eval; therefore, a technical analysis could not be performed. The device history record review and review of non-conformances found no issues or discrepancies which could relate to this complaint. The most probable root cause of this complaint is damage to the balloon caused by contact with a sharp exterior source. Therefore, this complaint will be classified as 'operational context'.